Event description:
It was reported that the jaw on a nslg2c25 broke during a procedure. It is unknown how the procedure was completed or if there were patient consequence. The device is returning for analysis. No additional information available.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and returned. In addition, the I blade was slightly bent. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.